Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Exact date unknown, event occurred in 2021.